Event description:
The facility reported a colleague cx triple channel infusion pump and baxter tubing (unknown product code) which free-flowed during a patient infusion of insulin and resulted in a drop in the blood glucose to a level of 51. The patient reportedly expired two days later. A 50% dextrose bolus (dose unknown) was required to stabilize the patient's blood sugar level. The physician had ordered that all medications be discontinued on two channels. The nurse thought that the insulin was not connected to the patient. The nurse removed the tubing from the pump without shutting off the roller clamp. The blue slide clamp reportedly did not close, when the nurse removed the tubing from the device, allowing a free-flow of insulin to the patient. The actual tubing was discarded. The patient was admitted in 2007 through the emergency department (ed) as a code blue with a diagnosis of status asthmatics. The patient reportedly had coded in his home, and the girlfriend had called 911 and initiated cardiopulmonary resuscitation (CPR). The emergency medical system (ems) response team intubated the patient. In the emergency department, the patient was placed on a ventilator and had pneumothorax bilaterally. Bilateral chest tubes were placed while the patient was in the ed. The patient was transferred to the ICU. Insulin (concentration and volume unknown) was started the next day at 4ml/hr. The patient had a dual lumen peripherally inserted central catheter (PICC). Eight days later, the family made the decision to withdraw life support. At 1100 on the same day, the patient was extubated, the nasogastric (ng) tube was removed and a morphine infusion was initiated (dose, rate, concentration and volume unknown). The patient expired two days later, at 0920. It is unknown if an autopsy was performed. The listed cause of death is not known. The risk manager stated the event was not related to the cause of death.

Manufacturer narrative:
The actual tubing was discarded. Companion samples will be sent to the failure analysis lab (fal) for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This complaint is cross-referenced to MFR report #6000001-2007-10531 (colleague pump) and an unknown baxter tubing.